Manufacturer narrative:
Findings: pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Pump passed the self-test and a21 error test. No a17 or a21 alarm noted during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 108 mg/dl. Customer stated that she had a21 and a17 tow days ago. Customer also stated that she dropped a lot of times and she has case on it. Customer was advised to insert a new aaa alkaline battery to test with the device. The customer was advised that we would ship battery cap replacement. The customer was advised that we would replaced that device due to a21 and a17 multiple alarms.